Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that over half of the year her insulin pump had problems. Customer constantly faced problem with insulin pump. Insulin pump was asking calibration even in smart guard mode. Customer also changed transmitter. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device it power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08715 inches. No under delivery anomalies noted. Device communicated and calibrated properly with test guardian link transmitter. No unexpected calibrate now alert noted. (B)(4).